Manufacturer narrative:
Evaluation summary: upon analysis, an impedance issue was not confirmed. As received, only the distal segment of the lead was returned for analysis. Visual and x-ray examinations did not find any anomalies on this segment. Electrical tests did not find discontinuities or shorts on any conduction paths. Damages found on this piece were consistent with those occurring at time of explant.

Manufacturer narrative:
(B)(4).

Event description:
Lead revision was performed due to increased threshold and impedance. During revision it was found that the set screw was not tightened; the measurements of the lead where in the range. The decision was still made to explant and replace the lead.